Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Additional information received stated that the tibial loosening was at the cement to implant interface. Affected side was the left.

Manufacturer narrative:
Product complaint # (B)(4). For the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr: attune in-situ however patella kept dislocating and the tibia was loose (cemented non s+ tray). Primary was done 12 months ago, (B)(6) 2019. Reason for revision was due to patella dislocating. No delay in the surgery, no ae reported.